Event description:
The customer reported that during pt data verification, a problem occurred where they could not control the beam hold signal during the step and shoot imrt treatment, because the gun delay control signal cable is faulty in the gantry. No serious injury to the pt was reported, as the user observed this event during treatment verification. No further pt info was provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.